Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire prolapsed upon introduction into the common carotid artery (cca) and a dissection was identified. Two unplanned additional stents were placed to cover the dissection. There were no further complications reported.

Manufacturer narrative:
Field d4 (lot number, unique device identifier, and expiration date) was left blank as the lot number of the device is unknown.